Manufacturer narrative:
(4114) the actual device involved in the event was not returned for testing despite requests by manufacturer. Intervascular informed the customer that the affected products must not be used. Exposure to such environmental conditions may compromise product integrity and sterility. (4111/193/4308) based on the analysis of the information provided, the root cause of the adverse event is related to a storage issue at customer site. Indeed, all products have been stored in the hospital since january, and the humidity excursion was reported at the customer site. As indicated in the product IFU, the storage section states:"store in a dry, dust-free conditions at a temperature not exceeding 25°c."

Event description:
It was reported to intervascular that the customer alleged that humidity levels were over 80% for more than 24 hours and did reach 100%. The distributor, intermed had one of reps visit the customer site for an on-site inspection of the products. Some products had bubbling on the labelling. It was described that all products felt cold as if like they were defrosted. It was suspected that the products were exposed to extremely high levels of moisture. The impacted products include 12 intervascular hemagard and intergard grafts. Twelve separate complaints were created for each affected products. Accordingly, twelve individual emdr submissions will be submitted. This emdr is part of a series of twelve emdrs submitted for the same event.